Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse called and reported customer was hospitalized with high blood glucose of 710 mg/dl and diabetic ketoacidosis, after he was suddenly overcome by nausea and was vomiting. The customer was wearing the insulin pump at the time of the hospitalization.